Manufacturer narrative:
The user facility also returned the red level sensor: part number: 195274, serial number: (B)(4), UDI: (B)(4). During laboratory analysis, the product surveillance technician (pst) attached the level sensors to a lab use only (luo) reservoir connected to luo testing equipment. The pst observed the level sensors to pass all testing and function as intended.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, one set of the level sensor detectors was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The user facility also returned the red level sensor: part number: 195274, serial number: (B)(4), UDI: (B)(4). During laboratory analysis, the product surveillance technician (pst) attached the level sensors to a lab use only (luo) reservoir connected to luo testing equipment. The pst observed the level sensors to pass all testing and function as intended.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, one set of the level sensor detectors was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.